Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported during a cataract extraction procedure, he noticed whitening of the patient's cornea at the beginning of the procedure. Subsequently, the patient experienced a corneal burn. No occlusion bell was heard. Additional information has been requested.